Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment, it was reported that the issue could not be duplicated and that the system worked as intended. The imaging system passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of the procedure that there was a connection failure between the imaging system and the navigation system. No patient was present at the time of the event.